Event description:
During 2003 pt accepted delivery on a portable oxygen concentrator manufactured by airsep corp, buffalo, new york. Medical oxygen is controlled, available by perscription only. The unit functioned well for the first month then stopped. This unit operates from an on-board 12 volt battery powered electrical scheme, has a cable and transformer for hours current charging and a 12volt direct input cable for automobile use. Battery life is 50 minutes. Unit has no battery charging or capacity gauges. The first breakdown was full failure to recharge electrically, either from house current or 12 volt sources within vehicles. Pt was rescured by a friend with a cylinder of oxygen from a local clinic. Airsep insisted pt return the unit to their factory in buffalo, ny. No "loaner' or temporary-use machine was available. Airsep has denied schematic drawings for future emergency field repairs. Their post-purchase info indicates lifespan will be 3,000 hours as opposed to 70,000 hrs on other concentrator modes. When the unit returned, it emitted a faint odor similar to burning electrical insulation. Pt telephoned the factory for advice. Engineering did not return their call. At about the 90 day point, the unit became and continues to be undependable in the sense that it has some intermittent fault in the charging circuit. Presently the unit can not be depended on for more than 15 minutes service. Based on their ham radio experience pt would sepeculate shortsighted field testing as one shortcoming. Performance and charging are certainly affected by cold weather. The binary penchant for partial charging to half capacity or charging for 2 minutes, then stopping causes a life threatening situation for the next user. The charging cycle must be carefully monitored or a death could result. Pt also believes that this unit does not deliver the liters per minute output indicated on the selectro switch. Unfortunately, there is no flow meter able to confirm these suspicions. Pt would be interested in what scheme FDA used in initial performance tests.